Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, when the device was fired, it recoiled and disconnected from the needle guide holder causing the introducer to buckle. No injury was reported. The biopsy was completed successfully with a second device.